Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from several patient samples tested on the cobas 8000 cobas c 502 module. The reporter provided one example of discrepant results: the initial result from the module was 5.5 mg/dl with a data flag in the laboratory information system (lis). The first repeat result from another c 502 module was 9.8 mg/dl. This result was deemed correct. The second repeat result from the module is within the normal range. The physician questioned the result, prompting the rerun of the patient sample.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had abnormal aspiration and sample short alarms on the date of event. The field service engineer (fse) inspected the module and determined that a leak in the rinse tubing and high rinse water pressure had caused the event. He replaced all the rinse tubings and reaction cells and adjusted the rinse water pressure. He verified the module's performance with successful blank cell and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.